Event description:
It was reported that foley catheter balloon would not inflate. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. A potential root cause for this failure could be "poor inflation lumen coverage". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''10. Attach the water filled syringe to the inflation port. Note: it is not necessary to pre-test the foley catheter balloon. 11. Remove foley catheter from wrap and lubricate catheter. 12. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward. 13. Proceed with catheterization in usual manner using the dominant hand. A. When catheter tip has entered bladder, urine will be visible in the drainage tube. B. Insert catheter two more inches and inflate catheter balloon. 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon'' h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon would not inflate. No medical intervention was reported.